Manufacturer narrative:
The systems camera and the system's monitor arm were returned to the manufacturer for evaluation. Investigation of the camera finds: passive tracking was found to be reduced to less than seven feet after warm up. The psu passed the aak test at .30mm with above normal line separation of 2.25mm. The test software adjusted the line separation to .05mm. The psu passed subsequent functional and aak tests and is now fully functional. Investigation of the monitor arm finds: tested the arm and no issues were found, it supports the monitor in all positions.

Event description:
A site biomed representative requested an annual planned maintenance (pm) visit at the site. During the pm, the landmarx evolution camera was found to have less range than normal. However, the system was still functional. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report was received on (B)(4) 2012 and found to be a non-reportable malfunction based on the information available. On (B)(6) 2012, new information was available through evaluation of the camera and the decision was changed to a reportable malfunction. A medtronic representative, at the site, ran the accuracy assessment kit (aak) test on the camera. The accuracy assessment failed at 0.65mm (pass criteria: 0.60mm). Line separation was found to be 2.26mm. It was requested that the device be returned to the manufacturer for further evaluation.